Event description:
A part of the catheter broke off. The foreign object was retrieved from the tibial trunk with a snare device. No complication was identified. Bd vendor has been notified of catheter incident. Will work with vendor to investigate the malfunction of the atherectomy catheter and report back to bd. Manufacturer response for atherectomy device, bd crosser (per site reporter). Bd vendor has been notified of catheter incident. Will work with vendor to investigate the malfunction of the atherectomy catheter and report back to bd.